Event description:
It was reported to olympus, that the 4k camera head had no image when it was connected to the camera. The issue was found during inspection for use for a laparoscope procedure. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
The reported issue was confirmed to be caused by misuse at the operation room and the subject camera head was actually normal. The device will not be returned for inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The hospital used another device to finish the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.